Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Add'l info was requested 11/02/2007 by mail and fax. A competed questionnaire was returned.

Event description:
A surgeon reports having a pt with an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. Lasik was performed at an unknown date. In a f/u from the surgeon, the pt's prognosis is reported as "good".